Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge intermittently displayed multiple inaccurate fill estimates of 105 units and remained static. Reportedly, the cartridges were filled with approximately 300 units of insulin. There was no impact to the customer¿s blood glucose (bg) level; at the time of the reported event, bg level was 184 mg/dl. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.